Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-12042021-0000936855 submitted for adverse event which occurred on (B)(6) 2010. Mwr-12042021-0000936856 submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted the mesh had essentially broken away from one side. He removed the affected mesh, which was loose. It was reported that the patient underwent surgery on (B)(6) 2010. It was reported that the patient experienced severe pain. The other procedure is captured in a separate file. No additional information was provided.